Event description:
Boston scientific received information that noise was noted on this atrial lead which could be reproduced with isometrics. Impedance and sensing measurements were stable and within normal limits and capture was noted. A revision procedure was performed and implant of a new atrial lead was attempted. A replacement lead could not be implanted due to occlusion of the superior vena cava (svc). Therefore, the physician returned the existing atrial lead to the device. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was returned from a competitor over three years after the initial clinical observations were reported. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead had been severed 198mm from the terminal pin. Resistance testing confirmed the electrical continuity of the lead. Microscopic visual inspection confirmed the insulation was abraded through to the anode conductor coil 105-107mm from the terminal pin. Due to the location and type of damage, it was most likely due to lead-on-lead contact coupled with movement. No other adverse events have been reported. This product issue will be updated if additional information is received.